Event description:
It was reported that during performance of preventive maintenance on the ventilator leakage was observed from the air gas module. There was no patient involvement. (B)(4).

Manufacturer narrative:
The leaking air gas module was replaced and the reported ventilator was put back in service. Replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).